Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and a ventricular lead warning occurred on (B)(6) 2015 due to impedance. (B)(4).

Event description:
It was reported that during a device interrogation, high right ventricular (rv) lead pacing impedance was observed, along with high pacing thresholds and ventricular loss of capture (loc). In addition, undefined ventricular pacing impedance was noted while in unipolar pacing mode and the physician decided to continue to monitor the patient. The physician also stated a ventricular lead would be added during the next scheduled operation. The rv lead remains in use at this time. No patient complications have been reported as a result of this event.